Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus was unable to conform whether there was deviation from reprocessing steps for the points where the materials remained. No physical damage was confirmed at the points where the materials remained. Based on the results of the investigation, it is not possible to establish the root cause. Occurrence of the events can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation was not confirmed. The device evaluation found the scope connector case unit was scratched and dirty due to water leakage, the plug unit was dirty due to water leakage, the up/down knob was out of specification due to stretched angulation wires, the objective lens was scratched, the adhesive around the light guide lens was cracked, and the adhesive on the protective coating of the bending portion of the device was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope had a communication error. The device was returned for evaluation. During the device evaluation, foreign material in the air water tube and the jet auxiliary tube was found which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.